Event description:
Facility reports, "hardly letting pass fluid, homechoice gives alarm: 'add new set', bubbles seem to be in the tubes; tubes seem to import air". No pt injury or medical intervention required per affiliate.